Event description:
The architect i1000sr operator accidentally pierced their finger with the sample probe during a manual probe cleaning. The sample probe did not move unexpectedly to cause the injury. Operator was wearing gloves, but the finger bled. Operator washed their hand with water and cleaned the affected area with baticon. The facilities infection specialist confirmed the injury, but no medical treatment was provided. The operator was getting inflammatory rheumatism treatment and was using metoart 10 mg injection. Clinician suggested they stop using this medicine for a month to prevent suppression of their immune system. No additional patient information was provided. No adverse outcome was reported.

Manufacturer narrative:
An evaluation was performed by reviewing the complaint text, other customer complaints for similar issues, and the instrument service history. A review of complaint data for the probe, part number 08c94-42, from (B)(4) 2012 to (B)(4) 2013 did not identify any other complaints for injuries sustained from the probe. No adverse trends related to safety issues were identified. Current labeling advises operators on potential hazards. Abbott instruments are certified to safety standards to ensure that adequate protection is provided against hazards. Based on the results of this evaluation, the architect i1000sr system is performing as intended and there is no evidence of a deficiency or malfunction of the system.

Manufacturer narrative:
(B)(4). Suspension of medication additional address information. (B)(6). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.